Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12433, related manufacturer reference number: 2938836-2019-12434. It was reported that the whole system was prophylactically explanted due to bacteremia. The patient had an infected foot. There was no vegetation noted on the leads. There is no known allegation from a health professional that suggests the infection was related to the pacemaker or the leads. The patient was stable post procedure.